Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a pta stenting procedure, an 8f brite tip guide catheter separated in the patient. A new brite tip was used and the procedure was successfully completed. Femoral approach was chosen for the procedure. No resistance was reported while advancing the device in the guidewire. The device was delivered to the target vessel without difficulty. The physician rotated the brite tip to engage the target vessel, but the torque became suddenly ineffective. Resistance was felt when the physician tried to remove the brite tip from the patient. The physician confirmed that the mid portion of the catheter became caught at the valve of the sheath introducer. Nevertheless, the physician pulled out the brite tip, and the brite tip separated. Therefore, the distal part of the catheter was retrieved from the sheath introducer because the distal part was slightly exited from the sheath introducer. No kinks were reported in the area of separation. It is unknown how far from the distal end did the device separate. The target lesion was at the right coronary artery. The lesion was described as having 90% stenosis, de novo, not calcified and highly tortuous. The patient's medical history is unknown. The device was not resterilized. There were no anomalies noted during prep. The product will be returned for analysis. The physician commented that it is unknown how much force was applied while retrieving the brite tip from the sheath introducer. A distal (separated) portion of the brite tip was returned with the product. There was no report of patient injury and the device was returned for analysis. Fal: one non sterile unit of gc 8f .088 jr 4 100cm was received for analysis in two sections. The distal portion measured 69.2 and the proximal portion 37.3cm including hub (the separation is not in fusing area). Kinked conditions were noted on the proximal portion at 19.2, 31.5 and 35.2 cm from distal end. The separated ends look twisted and elongated. The catheter od and ID were measured near the kinks and results were found within specification. As additional investigation the guiding catheter manufacturing process was reviewed and there were no tools, equipment or product handling that could cause compress or other type of damage on the catheters. The reported customer complaint of catheter/body/shaft- separated was confirmed through failure analysis. Review of the analysis suggests that procedural factors and/or vessel characteristics (torquing to cannulate a tortuous vessel leading to stretching and elongation at the separation site) may have contributed to the reported event. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken.

Event description:
As reported by an affiliate, during a pta stenting procedure, an 8f brite tip separated in the patient. A new brite tip was used and the procedure was successfully completed. There was no patient injury. Femoral approach was chosen for the procedure. No resistance was reported while advancing the device in the guidewire. The device was delivered to the target vessel, there was no resistance while advancing the device. The physician rotated the brite tip to be engaged to the target vessel, but the torque became ineffective in sudden. Resistance was felt when the physician tried to remove the brite tip from the patient. The physician confirmed that the mid portion of the catheter became caught at the valve of the sheath introducer. Nevertheless, the physician pulled out the brite tip, and the brite tip separated. Therefore, the distal part of the catheter was retrieved from the sheath introducer because the distal part was slightly exited from the sheath introducer. No kinks were reported in the area of separation. It is unknown how far from the distal end did the device separate. The target lesion was at the right coronary artery. The lesion was described as having 90% stenosis, de novo, not calcified and highly tortuous. The patient's medical history is unknown. The device was not resterilized. There were no anomalies noted during prep. The product will be returned for analysis. The physician commented that it is unknown how much force was applied while retrieving the brite tip from the sheath introducer. A distal (separated) portion of the brite tip was returned with the product.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found:review of lot 15731391 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device has been returned, however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.